Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe wipe rinse cup drain block of the coulter lh 780 hematology analyzer was broken, causing fluid leak in the tray and overflowed onto the counter. Customer reported that the volume of the leak was 2-3 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) installed a new probe wipe assembly. The fse found the rinse cup was broken at the mount. The fse also performed preventive maintenance.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe assembly. (B)(4).